Manufacturer narrative:
Product event summary: the lead was not returned for analysis, however, performance data collected from the device was received and analyzed. Analysis of the device memory indicated pacing capture threshold issue in the left ventricle. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received noted the crt-d had premature battery depletion caused by high threshold measurements of the left ventricular (lv) lead. The device was explanted and replaced, and the lv lead was capped and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient was experiencing pectoral muscle stimulation and it was noted that during follow up the right ventricular (rv) lead had increased rv capture thresholds since implant and that they were high. It was noted that the implantable cardioverter defibrillator (ICD) battery life was being ¿eaten up¿ as a result. Reprogramming was performed. The rv lead and ICD remain in use. The patient is a participant in adapt response clinical study. No further patient complications have been reported as a result of this event. On 2019-06-17 additional information received noted an increase in left ventricular (lv) lead threshold measurements. Reprogramming was done, and the lv lead remain in use.